Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report a discrepant result for a single patient sample with forward anti-a(abo1) and d(rh1) antigen typing using an ortho vision mts analyzer. The customer reported that on (B)(6) 2020, they had tested a patient sample for abo typing using ortho mts a/b/d monoclonal and reverse grouping card with their ortho vision mts analyzer. As per ortho vision software design and due to discrepancy between abo forward typing and abo reverse testing, no conclusion was provided by the orth vision analyzer for abo typing. The customer said that the same sample was tested for abo typing using ortho mts a/b/d monoclonal and reverse grouping card with a second ortho vision mts analyzer anti-a(abo1) microtube = 4+. Anti-b(abo2) microtube= 0. Anti-d(rh1) microtube =0. Control microtube = 0. Buffered gel microtube with a1(abo1) cells= 0. Buffered gel microtube with b(abo2) cells= 3+. The customer said that the same sample from the patient was tested on 01 december 2020 for abo typing using ortho mts a/b/d monoclonal and reverse grouping card with their ortho vision mts analyzer. Anti-a(abo1) microtube = 4+. Anti-b(abo2) microtube= 0. Anti-d(rh1) microtube =0. Control microtube = 0. Buffered gel microtube with a1(abo1) cells = tmc "too many cells" reading error code" (as no more plasma sample was available). Buffered gel microtube with b(abo2) cells = tmc "too many cells" reading error code" (as no more plasma sample was available). The customer was contacted by ortho on 03 december 2020 and customer stated that the final result for this patient is blood group a d(rh1) antigen negative. The customer reported that no biased result was reported to the physician for this patient and that the patient was not harmed due to the reported events.